Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. On visual inspection, the elevator is in fair overall condition with general scratches throughout the handle. Also noted is that tip of the instrument is fractured off. The non-conformance database was reviewed for this lot and there were no non-conformances found. There are no indications of manufacturing defects. A complaint review of similar incidents for this part and lot number combination revealed a lot complaint rate of 4.86% which is no greater than the occurrence rate listed in the afmea. The most likely underlying cause of the complaint is that the instrument experienced force in excess of what it was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.